Event description:
The user of the suspect device had a seizure. Their family member used the device to check their blood glucose and the result was 149. Emts were called and their meter read 27. Pt was taken to the hospital and admitted. No controls were used. The device was replaced and requested to be returned for evaluation.